Event description:
It was reported that during a colon procedure, during the stapling of the colorectal, when removing the device of the rectum, the anvil was stuck in the rectum and it separated from the clamp. The anvil was recovered. The anastomosis seemed successful due to air test performed. Colonic and rectal flanges are intact. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.